Manufacturer narrative:
The device was explanted on (B)(6) 2024 the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.